Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving recurring no delivery alarms. The customer¿s current blood glucose level was 140 mg/dl. The customer stated that her blood glucose levels would go high to 400 mg/dl if she doesn¿t get her basal rates. The customer mentioned that if she pushes insulin through the piston, it does not push insulin through the tubing. The customer stated she went through 5 infusion sets already. Troubleshooting was performed. The customer performed ran a manual prime. They did not receive a no delivery. Additional troubleshooting was performed. The customer had rewound the insulin pump. The customer was assisted with priming. The customer received a no delivery. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump motor functioned properly and no anomaly was noted. No unexpected no delivery alarm during testing. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected clicking noise or audio/beep anomaly noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.